Event description:
Event description guidant received information that oversensing was noted on this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead which caused inhibition of pacing in this pacemaker dependent patient. The noise appears to be from diaphragmatic oversensing. It was also noted that no capture could be achieved on the left ventricular (lv) pacing lead at maximum outputs and an increase in pacing impedance was noted.

Event description:
Event description guidant received information that oversensing was noted on this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead which caused inhibition of pacing in this pacemaker dependent patient. The noise appears to be from diaphragmatic oversensing. It was also noted that no capture could be achieved on the left ventricular (lv) pacing lead at maximum outputs and an increase in pacing impedance was noted. New information received indicates that this patient and/or a representative of the patient has retained legal counsel and plans to file a lawsuit. There were no specific allegations against the functionality of the device.

Manufacturer narrative:
Upon receipt at guidant's reliability assurance laboratory, laboratory technicians visually inspected the device. Holes were noted in the [ventricular rate/sense and distal shocking] seal plugs. Although the presence of fluid in the header seldom creates a performance issue, fluid penetration can, as in this rare instance, cause oversensing. A comprehensive series of diagnostic tests verified the performance of the memory, pacing, defibrillation, recording and sensing functions, including tests specifically designed to verify sense amplifier operation along with its associated components. The device performed normally throughout all tests. This is discussed in guidant's product performance report. Guidant has implemented changes to improve the seal plugs. This crt-d was inspected upon receipt at our post market quality assurance laboratory. A hole in the raring, lvtip and df- seal plugs was observed and testing verified normal electrical function. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. On occasion, wrench penetration can damage a seal plug. This can create accessory sensing pathways and potentially result in oversensing. We have implemented changes to improve seal plug design.